Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of a questionable elecsys troponin t hs result from the cobas e 801 analytical unit for one patient. The initial result was 166 ng/l. The first repeat result was 10.3 ng/l. The second repeat result on a different analyzer was 9.27 ng/l. The third repeat result was 8.87 ng/l, on the same analyzer as the second repeat was performed on.

Manufacturer narrative:
Qc was within range before the event. The instrument's measuring cells were due to be changed at the time of the event and have been replaced since then. The alarm trace report shows 4 alarms for abnormal aspiration and 6 alarms for foam detection, which are consistent with insufficient sample quality. The investigation determined the issue was due to pre-analytical handling issues at the customer site. Correct pre-analytic sample handling is within the customer's responsibility. A general reagent or analyzer problem was not present because the qc prior to the event was within ranges.